Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no green lights on the telemetry portion during the manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to the clinic for follow-up. This will help rule out any potential implanted device questions. The monitor is expected to be replaced. No patient complications have been reported as a result of this event. It was further reported that the implantable pulse generator (ipg) had a telemetry problem. The device remains in use. No patient complications have been reported as a result of this event.